Manufacturer narrative:
Sections with additional information as of 13-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Corrected sections as of 13-aug-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test."

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 10-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer was concerned with all test results obtained. The expected fasting blood glucose test result range is 100-140mg/dl fasting. The customer did not report symptoms or medical attention as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 147 and 132mg/dl fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 04/19/2021 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).